Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The audio board was reset, resolving the reported complaint. No report of patient involvement.

Event description:
The hospital reported that audible alarms were not functioning on boot-up. There was no report of patient involvement.